Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Customer reports alleged false positive sars result with a confirmed positive unknown clinc throat swab test performed 3-days later. Unknown if symptomatic or asymptomatic. No additional information provided.